Manufacturer narrative:
Correction: h11 erroneously stated no product was returned in the initial report. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. Additional information: further additional information was requested for medical safety review and noted the following response: question(s): confirm if pump 1 gave support? And did pump 2 provided better flows? Response(s): clinical rep "confirm nor neglect it." Pump 2 provided full flow.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 51-year-old female with acute decompensated chronic non-ischemic cardiomyopathy presented in society for cardiovascular angiography and interventions stage c cardiogenic shock, which progressed to stage d despite medical therapy. Due to progressive hemodynamic deterioration, an impella 5.5 (pump 1) was implanted for mechanical circulatory support. During support, low pump flow was observed. In response, the device was exchanged for a second impella 5.5 (pump 2) to optimize hemodynamic support. It was reported that low flow may have been related to suspected thrombus formation. At the time of exchange, it was unclear whether the replacement pump provided full circulatory support. Additional clinical information indicated the patient developed gastrointestinal bleeding, necessitating discontinuation of heparin therapy. As a result of the bleeding, activated clotting time values were maintained below the intended therapeutic target range. During this period of subtherapeutic anticoagulation, a decrease in pump flow was observed. Thrombus was identified on the device at explant. The patient was described as having a prothrombotic state, with thrombi identified in multiple veins. Hemolysis was suspected based on discolored urine. No further details regarding the gastrointestinal bleeding were available. The patient remained on impella 5.5 support for a total of 11 days. Despite mechanical circulatory support, the patient¿s cardiogenic shock continued to progress in the setting of advanced underlying cardiomyopathy. Given the refractory nature of her condition, a decision was made to withdraw care, and the patient subsequently expired. Note: h6. Component and investigation type, findings and conclusion remain unchanged as previously reported.

Manufacturer narrative:
H6 added medical device problem due to information in b5.

Event description:
Additional information received indicated that the pump was in the incorrect position.

Manufacturer narrative:
Impella 5.5 (cut) returned. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Low pump flow/suction: clinical details report that the pump was experiencing low flows and suction alarms. Data logs were reviewed and the reports were confirmed. Returned product was investigated, and the catheter was cut. There were no damages/abnormalities noted on the cages, impeller, or cannula. After soaking the pump, biomaterial was confirmed to be in the purge gap and around the impeller. Based on the clinical details provided, the patterns noted in data log review, and confirmation of biomaterial on returned product, the cause of the low flows/suction was determined to be biomaterial ingestion. Hemolysis: clinical details report that the patient had hemolytic urine. Returned product did not exhibit damages/abnormalities noted on the cages, impeller, or cannula. After soaking the pump, biomaterial was confirmed to be in the purge gap and around the impeller. Based on the clinical details provided, the patterns noted in data log review, and confirmation of biomaterial on returned product, the cause of hemolysis was determined to be biomaterial ingestion. Device in wrong position: data logs were reviewed and the positioning alarms on the reported date were confirmed. There was a biomaterial ingestion on that date followed by the positioning alarms 2 minutes later. However, the position in ventricle alarm was likely a correct trigger as the waveform appeared more ventricular than aortic, and the pressure values corresponded with the pump being in the ventricle. Therefore, there is potential that some of the alarms were false due to a biomaterial ingestion event, however, there is potential that the pump was also being repositioned at the time to troubleshoot. Returned product was cut at the catheter. There were no abnormalities noted at the catheter lock/repositioning unit. Since insufficient information was provided, the cause of the device in wrong position could not be determined. Thrombosis: clinical details report that thrombus was noted at the time of explant. The root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: clinical details report that the patient had a gastrointestinal bleed on (B)(6). Heparin was paused. No further details were provided. The cause of the injury was not determined due to insufficient clinical details. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis - ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction - ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported that a patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. On day 10 of impella 5.5 support, the patient experienced a gastrointestinal bleed and heparin was withheld. The patient¿s activated clotting time (act) dropped from the absence of heparin and it was noted that the flows on the impella 5.5 decreased. It was reported that on (B)(6) 2025 the patient¿s act was 26 seconds and on (B)(6) 2025 the act was 22 seconds. The patient was noted to be in progredient shock, and the impella had alarms for suction and low flows. It was noted that the patient had a predisposition to form blood clots and had active clots in multiple locations. Additionally, it was noted that the patient experienced signs of hemolysis and that the patient¿s urine was hemolytic. The decision was made to exchange the impella 5.5 with a new impella 5.5. Upon removal of the first impella 5.5, a clot was observed in the pump¿s inlet. The new impella was successfully implanted via direct aorta insertion. The patient remained on support with the replacement impella 5.5 for four days. It was noted that the patient¿s care was withdrawn and the patient expired during impella 5.5 support.